Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This issue was further described as a transfer set locking issue where the twist clamp could not be closed which resulted in a fluid leak. This issue was identified after the draining process step of pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g2: report source: remove healthcare professional h10: the device was received for evaluation. A visual inspection performed with the naked eye noted a broken occluder feet. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the leak was due to the damaged main body. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.